Event description:
It was reported that the patient was admitted with com- plaints of lightheadedness. The left ventricular lead exhibited intermittent loss of capture. Twiddler's syndrome was suspected due to the leads being wrapped around each other. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.